Event description:
Laser failed to make incisions. Doctor reported only an imprint of a capsulotomy. Doctor had to manually perform capsulotomy, but had trouble seeing due to gas bubbles. Had capsule tear, no vitreous loss, but planned implant in bag. Engineer contacted clinical after the case and was advised to cancel the case day. Laser taken to maintenance facility at end of day for check. MFR ref # 3008772169-2014-00066. (B)(4).